Event description:
Boston scientific received information that this right ventricular (rv) lead presented with noise on both the ventricular and shock channels that was being oversensed and led to an inappropriate shock. In addition, the pacing impedance measurements had decreased to 270 ohms. A lead revision was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The associated implantable cardioverter defibrillator (ICD) remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.